Event description:
Patient presented to the physician with oozing at the ipg incision site. Physician cleaned the incision, dressed the area in gauze, and prescribed antibiotics. This resolved the issue.